Event description:
Title: xxxxx. Patient had original right total knee arthroplasty (rtka) in 2005. Pt returned to surgery for loosening of the implant and long term right knee pain, which was not relieved with conservative measures. Patient had total knee revision due to implant "failure." What was the original intended procedure" total knee revision. Device usage problem: device malfunction - that is, the device did not do what it was supposed to do.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.